Event description:
The customer reported elevated thyroid uptake (t-uptake) results for five patients involving the unicel dxi 600 access immunoassay system. The customer stated the results did not correlate with the clinical status of the patient. The elevated results were released out of the laboratory, however, there has been no report of patient consequence associated with this event. The plasma samples were initially analyzed then refrigerated for four to five days prior to reanalysis. The customer indicated quality control (qc) was within the laboratory's established limits prior to and after the event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. This is report one of two referencing the event date noted.

Manufacturer narrative:
The field service engineer (fse) performed system check, which failed to meet specifications for the unwashed portion. The fse replaced both reagent pipettor probes and adjusted ultrasonics. The fse completed pipettor matching and low volume matching. The fse verified incubator and wash carousel pick-and-place alignments, and substrate volumes were within specifications. The fse inspected the sample and precision pumps and valves. The fse replaced the substrate probe and calibrated the substrate bubble detector. The fse repeated the unwashed portion of system check, which failed to meet specifications. The fse completed all alignments to the reagent carriages, incubator wheel and wash carousel, and completed alignment of the wash arm. The fse identified the probe wash manifold was not functioning properly and replaced the manifold. The fse replaced the aspirate probes and repeated system check and performed a high sensitivity system check; both passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. This medwatch report is related to MDR 2122870-2013-00467.